Manufacturer narrative:
Concomitant medical product: dtbb1d1 crtd, implanted: ''(B)(6) 201''. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, undersensing and no p waves. The ra lead was inactivated and capped. No patient complications have been reported as a result of this event.